Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to poor water-tightness of cable unit, water tightness is lost, noise occurred and no image was displayed and the color tone was not proper. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on cable unit, noise occurred and no image was displayed and the color tone was not proper.. Additionally, due to poor watertightness of cable unit, water tightness was lost. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that camera head image dropouts occurred when the cable behind the strain relief at the connector was moved. There were no reports of patient harm.